Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device noted signs of repeated use and that the device was fractured into two pieces on the lateral side of the post, all pieces returned. Further investigation of this failure mode identified the fracture was consistent with previous investigation of this fracture type for this device. The investigation identified that the likely failure modes for these devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during sterilization process, the instrument appeared worn. Subsequently, the instrument was also fractured. There was no patient involvement.